Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device was returned for analysis. No allegations were made against the performance of the device and the explant reason was attributed to normal battery depletion. This event was created based on laboratory analysis.